Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the thermogard xp ivtm system (sn (B)(6)) was a demo device owned by zoll and was not used on a patient. Therefore, this event is non-complaint.

Event description:
During servicing on may 4, 2023, the thermogard xp ivtm system (sn (B)(6)) failed functional testing due to mid:11 (post nvram) and mid:26 (low battery) messages displayed during post (power on self-test). No patient involvement.

Manufacturer narrative:
During servicing at zoll, the thermogard xp ivtm system (sn (B)(6)) failed functional testing due to mid:11 (post nvram) and mid:26 (low battery) messages displayed during post (power on self-test). The root cause of the observed errors was a low-voltage display head battery, likely attributed to the device's aging. The thermogard system was manufactured in 2017 and is over six years old, past the expected serviceable life of 5 years. The display head lithium coin battery was replaced to address the observed errors. A missing handle, a saline bag hook, and a broken front cover were noted upon visual inspection. The observed physical damages' root cause could be wear and tear or user mishandling. The damaged and missing parts were replaced to address the observed physical damages. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).